Event description:
It was reported that: while device was ventilating a patient, the user noted that the device posted an alarm. The device shut down and then came back up; however was noted to reboot continuously. The patient was ventilated with an alternate device and was then transferred to another ventilator. No patient injury.